Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the photo could not confirm the device failure mode. The plastic portion seems to be intact. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Total knee replacement; femoral impactor broken. Action taken to manage the issue: not action required. No delay to procedure. No ae to patient.